Event description:
The healthcare professional reported injecting a patient with evolysse form in the lips. Immediately following the injection, the patient developed lumps in the lips. The hcp reported dissolving the product on two (2) separate follow-up visits, however, the patient is still not satisfied with the results. Additional comments: importer complaint number (B)(4). Safety database number (B)(4). Further information regarding the event has been requested.